Event description:
(B)(6) study. It was reported that complete heart block occurred. Prior to the index procedure, heparin or other anticoagulant was given and the subject was not on a prior regimen of aspirin at the time of index procedure. The subject received loading dose of 300mg of aspirin and 300mg of clopidogrel. A 23mm lotus edge valve (lot # 24352602) was opened, however, not inserted as it was unable to pass over the guidewire and was damaged during preparation. The device was exchanged. A lotus introducer was placed and then the aortic valve was treated with balloon aortic valvuloplasty (bav). Left bundle branch block was noted post bav. Subsequently, a second 23mm lotus edge valve (lot 24352603) was advanced for deployment. There was correct positioning of the second lotus edge valve into proper anatomical location without the need for repositioning. On the same day, post index procedure, the subject developed complete heart block. Tvp pacing was left in place, however subject did not require pacing overnight and decision to remove the temporary pacemaker was taken. On electrophysiological consultation permanent pacemaker implantation was recommended and isoprenaline infusion was held. Two (2) days later, electrocardiogram (ECG) revealed complete heart block and ventricular rate of 39-40. A new boston scientific dual chamber permanent pacemaker was implanted. The next day the event was considered resolved.